Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this implantable pacemaker was preventively explanted as it is part of the ingenio high battery impedance advisory. Boston scientific issued several recommendations regarding this advisory, after assessing patient's condition; the decision was made of performing prophylactic explant. No evidence of device malfunction was noted at the time of the replacement.